Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that during the implant procedure, the left ventricular lead was "not stable in the patient's anatomy" and was removed and replaced with a different left ventricular lead. No patient complications were reported as a result of this event.